Event description:
Following a diagnostic procedure, the physician achieved arteriotomy closure using a closer tsl 6 fr. Device in 2001. Ten days post procedure, the patient developed a localized groin infection which ultimately led to systemic complications, such as fever, which resulted in a return visit to the cardiologist. After examination, the patient was immediately admitted to the hospital. A segment of the "cfa" was surgically removed and grafted. The patient was then put on antibiotic treatment. An infectious disease specialist conducted an investigation and determined that the infection was caused by a "break in sterility by the operator" combined with delivery of suture via the closer device intra arterially. Betadine was used as scrub, and the operator did not change gloves prior to device deployment.